Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: colors on blood will brown/black when there's smoke in interior. Root cause: root cause could be traced to user. Ccu conforms to specifications.

Event description:
It was reported that there was difficulties recognizing patient anatomy as the blood appeared dark brown/black, causing loss of color visualization.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was difficulties recognizing patient anatomy as the blood appeared dark brown/black, causing loss of color visualization.